Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced system resets but did not display an alert for monitoring. Technical services (ts) analyzed device data and found that this device was exhibiting premature battery depletion (pbd) and noted that it should be replaced. It was noted that the resets were potentially false, and the device has been performing normally since system reset. Reprogramming was recommended until change out. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced system resets but did not display an alert for monitoring. Technical services (ts) analyzed device data and found that this device was exhibiting premature battery depletion (pbd) and noted that it should be replaced. It was noted that the resets were potentially false, and the device has been performing normally since system reset. Reprogramming was recommended until change out. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for additional analysis.